Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. No patient was involved. Upon triage on (B)(6) 2018, the service tech discovered the pump did not have an audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician discovered the pump did not have an audible alarm¿. The unit was triaged and the reported condition was confirmed. When the pump was powered on no audible tones were observed. The buzzer volume was checked and found to be midrange. The unit was disassembled and a visual inspection of the main pcba found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.